Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent deployment procedure, the vascular stent allegedly partially deployed from the delivery system. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. Manufacturing review: the lot number was not reported and the sample was not returned; so, the lot records for this particular sample lot could not be reviewed. It was therefore not known whether the reported issue was potentially related to production. Investigation summary: the physical sample was not available, and images were not provided. The alleged failure could not be re produced which led to an inconclusive result of the investigation. Based on the available information, a definite root cause for this issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instruction for use (IFU) sufficiently address the potential risks. Regarding the usage of a damaged product, the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'.

Event description:
It was reported that during a vascular stent deployment procedure, the vascular stent allegedly partially deployed from the delivery system. There was no reported patient injury.